Manufacturer narrative:
This report is being supplemented to correct the previous reporting decision from a malfunction to serious injury. The suspect device was returned to olympus. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there were less than 1 colony forming units viable microorganisms detected. On evaluation, the device failed electrical safety checks due to the insulation being less than the threshold, the right, left, up, down knob angulation did not pass specifications, the channel cleaning brush passage failed, and the bending section cover glue was separated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was indicated that a patient was suspected to have an emerging highly antibiotic-resistant bacteria.

Event description:
The customer reported to olympus, the evis exera gastrointestinal videoscope tested positive for an unexpected contamination. The scope was sampled three times. During the first sampling, the scope tested positive for 500 colony forming units (cfus) of candida dubliniensis. During the second sampling, the scope tested positive for 1 cfus of pseudomonas aeruginosa. During the third sampling, the scope tested positive for 1 cfus of unspecified gram-positive bacilli. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. It was indicated that there was a suspected patient infection with a bhre commensal bacteria. A medical review is currently in progress, once the results of this review and investigation are complete, a follow up report will be submitted to provide any outcomes or reporting updates necessary. The customer indicated that there may have been a deviation or deficiency while reprocessing the scope. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the air/water, balloon channel, instrument channel, suction channel, and the forceps elevator wire channel (raised and lowered three times) also using an maj-1444 & maj-629. The customer did not specify the detergent used during the pre-cleaning process. During the manual cleaning process, the customer uses ¿guzinex¿ detergent and brushes the biopsy channel and aspiration channel. The customer uses maj-1888 single use soft cleaning brushes. It was confirmed that the distal end was flushed with a maj-2319. It was confirmed that the scope was manually disinfected with ¿emzine.¿ the customer confirmed that the water quality of the rinse water was filtered water and controlled. No information was provided regarding the automated endoscope reprocessor (aer) treatment or process. The scope is said to be filtered compressed air dried and stored in an unspecified drying cabinet. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested the device after reprocessing in accordance with the instructions for use (IFU) before repair, all channels were negative. Therefore, the results conformed to the regulation's recommendation. Based on the results of the investigation, a relationship between the reported patient infection and the subject device could not be identified. Also, a relationship between the positive culture test and the subject device could not be identified. Per the information provided by the customer, it was confirmed by olympus that there was no obvious deviation from the reprocessing steps outlined in the IFU. Therefore, the root cause could not be determined. The event can be detected/prevented by following the IFU which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes a correction to b6 from the initial medwatch. Olympus will continue to monitor field performance for this device.